Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes on (B)(6) 2022 with blood glucose level was 125 to 130 mg/dl. Customer reported that they were found kidney failure at the hospitalization. The 6 rounds of dialysis treatment given for kidney failure. The customer was using the insulin pump system within 48 hours of reported at the time of event. The device will not be returned for analysis.